Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, bipolar impedance was 330 ohms and unipolar impedance was <200 ohms. Intermittent undersensing was also noted. The ventricular sensitivity was programmed to 1.0 mv in the unipolar tip configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received